Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that the patient faced a kinked cannula on (B)(6) 2024, (B)(6) 2024,(B)(6) 2024,(B)(6) 2024,(B)(6) 2024,(B)(6) 2024,(B)(6) 2024. The infusion set was used for few hours.the patient replaced the infusion set and insulin was resumed successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
MDR 3003442380-2024-01657 - device 5 of 7.